Manufacturer narrative:
Repair tech: mtk. 000 evaluated, meets specifications, contact customer. Could not replicate issue of no water and hp getting hot. Ran unit for 1 hour and had no issues arise. Suggest checking inserts being used for clogs, damage, etc. Make sure inserts being used are product of dentsply sirona. Because other inserts will cause issues and not always work with units. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a cavitron select reservoir g123, they allege that they have no water and the handpiece gets very hot, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.